Event description:
After about 1-1/2 years of cochlear implant use, this pt underwent diagnostic testing due to lack of progress. The results suggested 5 faulty electrodos. Explantation/reimplant surgery has been recommended by the pt's physician but has not been scheduled.